Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Related record: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. The patient's mother reported the patient has two seizures from low blood sugars. This report is to capture 1 of 2 events. She reported that she thinks the dexcom is the reason for the seizures as it had readings with no arrows. She stated that the readings were rapidly changing, dropping low quick and the patient was getting inaccurate readings from the dexcom to his pump. It was mentioned that the patient required treatment in the hospital; however, it was not confirmed how long the patient stayed in the hospital. At the time of the report for the current sensor in place, the cgm was showing low with no numbers and the bg was 117 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.